Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found excessive pressure error code due to faulty main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit completely shuts down when the electrical component reaches 15 pound per square inch (psi). The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ¿when 15 psi is reached, the device shuts down completely" and error code e03, was due to failure of the main board. Olympus will continue to monitor field performance for this device.